Event description:
It was reported that the asymptomatic patient presented via merlin.net. Transmission revealed non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular lead. The oversensing was noted on a stored electrocardiogram. Programming changes were made to the device and remained implanted. No other patient symptoms were reported.